Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A scrub tech reported problems with iop (intraocular pressure) control during a procedure while using their standard settings. The tech also reported a light pipe that did not fit into the trocar. The products were exchanged and the procedure was completed with no impact to the pt.